Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified distal left circumflex artery (lcx). The apex monorail was being used to predilate the lesion. The device was advanced to the target lesion and during the first inflation to 8atms a balloon ruptured occurred. The inflation duration is unk. The balloon was successfully withdrawn and the procedure was completed with a different device. There were no pt complications or injuries reported. The pt status was listed a 'good'.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).